Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions revealed a pacemaker electrogram (egm) anomaly. The patient's egms were not viewable on the merlin.net portal. No intervention was performed. No patient consequences was reported.